Manufacturer narrative:
Follow-up # 1 date of submission 06/10/2014 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed no evidence of power reboots was recorded. Visual inspection revealed that the battery compartment was cracked from the threads to the case seal. The battery cap was not able to be fully secured to the pump. The battery cap threads were found to be damaged. During testing, the pump powered on normally with the returned battery cap. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no power reboots, power losses or call service alarms occurring. No power losses occurred during investigation. The pump case was removed and no evidence of moisture or loose components was observed inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was losing power intermittently. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.